Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 33 mg/dl. To treat the low bg level, the customer consumed juice and a sandwich. Review of the pump data logs verified that the pump was functioning as intended. Recommendation was made to consult with health care provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) of 33 mg/dl was entered by the user into the pump on 4/13/2018 at 4:18pm. Last bolus delivered prior to low blood glucose was a correction bolus of 15.4 units for a bg of 428 mg/dl at 3:42am. Following the bolus, the user did not interact with the pump for the duration of their auto-off safety feature setting (12 hours), resulting in an auto-off alarm and basal suspension at 3:42pm. After clearing the alarm and resuming insulin, the user set a temporary basal rate of 0% at 3:49 pm. It is possible the user¿s settings need adjustment. There is no evidence that the insulin pump experienced a malfunction or failure. It is possible that the bg value was entered incorrectly, leading to more insulin requested than needed.